Manufacturer narrative:
(B)(4). The steerable guide catheter has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, a leak was observed with the steerable guide catheter dilator; if a leak were to reoccur in the anatomy, there's potential of air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the rotating valve of the dilator was leaking and could not be fully closed. The device was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the dilator leak.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and a leak was confirmed due to a missing o-ring. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents for leaks. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.